Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the returned device matches with upn and lot provided by the customer. There is a gap in the insulation where the distal tip is joined to the proximal shaft. The device was actuated and it actuate normally. An inductance, capacitance and resistance (lcr) test was performed and the device was found within specification. No opens or shorts were found. Tip offset was measured and the offset values were reviewed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
Reportable based upon device analysis completed on 31oct2016. It was reported that a catheter error message occurred. The target lesion was located in the left ventricle. An intellanav oi catheter was selected for use. During radiofrequency ablation a catheter error message appeared and navigation was not visible on the mapping system. The cable was replaced, however, the issue was not resolved. The catheter was replaced and the issue was resolved. No patient complications were reported and the patient is in stable condition. However, device analysis revealed a partial shaft separation.